Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review could not be performed since the batch was not reported in this incident. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. (B)(4).

Event description:
It was reported that a saf-t-intima w/prn yel 24ga x .75in leaked during use. The following was reported by the initial reporter: "at 9:00 on january 8, an indwelling trocar was placed for the patient's infusion. After the infusion, the nurse routinely sealed the tube. 21:01 after the patient was given an intravenous bolus of diuretic in accordance with the doctor's instructions, when the tube was sealed again, the clamp of the indwelling needle line leaked, and the indwelling needle was replaced."